Event description:
The hosp reported the lower portion of the device's sheath was pulled back when they tried to pass it into a pt's endotracheal tube during a procedure for a lung collapse. The procedure was completed with the use of another device. There was no allegation of harm.